Manufacturer narrative:
Product investigation was completed for part# 03.111.750, lot# t102765. A visual inspection has shown that the returned device have two drill holes. Additionally, black residues were received. The residue looks like plastic which could be from article 03.111.751. During the investigation, it was believed that during surgery soft tissue attachmt/j-shaped f/bone reduction forceps got damaged by drilling twice trough the plastic material and some residues were found in patient¿s body. Review of the device history record showed no deviation while manufacturing. This complaint is confirmed as black residues were sent back to us and article 03.111.751 does show two holes which do not belong in to this article but no manufacturing related failure was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Supplier: external supplier (B)(4). Manufacturing date: november 26, 2012. No non-conformance reports were generated during production. Review of the device history record (delivery order) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the device was used in surgery for distal radius fracture on (B)(6) 2016. The surgeon applied a two column plate (tcp). A few days after the surgery, a plastic fragment came out from the patient¿s body and other fragments were still inside the body. Checking the soft tissue attachment, there is a little scratch and there were two holes (some kind of drill holes) on this device so it is likely where the fragments came from. The broken piece was noted around the incision with the follow-up a few days later and the pieces were extracted outside of the patient from the incision. There is no information available about patient outcome and initial surgery outcome. Concomitant device: reduction forceps (part 03.111.750, lot t102765, quantity 1). This is report 1 of 1 for (B)(4).